Event description:
An analysis was performed on the returned serial cable, and the reported allegation was not verified. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.

Event description:
It was reported that the programming system had intermittent communication problems on several occasions. The system would eventually be able to interrogate the devices, but it had taken multiple attempts on several occasions. The user was not comfortable with the reliability of the programming system. No troubleshooting was performed and nor were any specific details were provided. A replacement handheld serial cable and programming wand were provided. Analysis of the programming wand was completed. The programming wand performed according to functional specifications. No anomalies were found. The suspect handheld serial cable was returned to the manufacturer. However, analysis has not been completed to date.

Manufacturer narrative:
Device manufacturing history records were reviewed. Review of the handheld device history records confirmed all quality specifications were passed prior to distribution.